Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One photo provided and reviewed. The photo shows that healthcare professional holding the pta balloon dilatation catheter. In that blood residues are noted throughout the balloon and the bunching was noted in the catheter shaft. No other anomalies noted. Therefore, the investigation is inconclusive for the reported guidewire removal difficulty as no objective evidence was provided for review. Based on the photo review, the investigation is confirmed the reported material deformation as the bunching was noted in the catheter shaft. A definitive root cause for the reported guidewire removal difficulty and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 014 balloon catheter. During the procedure, the balloon catheter was allegedly corrugated. It was further reported that the guidewire and the introducer were dragged. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 014 balloon catheter. During the procedure, it was reported that the balloon catheter was allegedly corrugated. It was further reported that the guidewire and the introducer were dragged. There was no reported patient injury.